Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to an unsuccessful ring repair.

Event description:
Customer reported low blood glucose symptoms with results of 432 mg/dl and 426 mg/dl obtained on the aviva system. Customer went to a health center and was treated with sugar. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).